Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Reference number (B)(4). Event occurred in the united states. On 30-june-2024, it was reported by the patient that six infusion set cannula was kinked due to which hyperglycemia occurs within 3 hours of insertion. Infusion set was placed in abdomen. High blood glucose level was 300 mg/dl. Event was occurred on 06/25/2024 and 07/07/2024. Patient replaced infusion set and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.